Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she went to bed with her insulin pump components functioning as designed, but when she woke up her reservoir was empty due to a reservoir leak. The patient's blood glucose at the time of incident was 450 mg/dl, which the customer treated with a manual insulin injection. The customer is unsure of the location of the leak as there was no visible damage or missing components to the reservoir. A replacement reservoir was shipped to the customer and the suspect reservoir was returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected and checked the o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test, and no leaks were noted.